Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient also underwent revision of anterior and posterior vaginal mesh on (B)(6) 2012 due to recurrent rectocele, prolapse, pelvic pain, and mesh banding. (B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted and on (B)(6) 2012, pinnacle pelvic floor repair kit and the uphold vaginal support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse.

Manufacturer narrative:
Date dent to FDA: 05/11/2016. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to inflammation, pelvic pain, abnormal granulation tissue, vaginal bleeding. Additional information: age at time of event, date of birth.